Manufacturer narrative:
(B)(4). Correction to section d.4: UDI was updated from (B)(4) to (B)(4) to include the full UDI. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300241 manta 18f indicated no reworks, or other issues related. Therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an undisclosed procedure, a 18f manta was deployed for closure. The physician intentionally gained access high in the common femoral artery to avoid calcium. High access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. Post-deployment the physician noticed tightness superior to the access site and immediately assumed a retroperitoneal bleed since there was no bleeding out. Systolic pressure recorded in the 120's, pressures continued to drop; and the patient was transfused an unknown amount of packed blood cells. A CT scan was performed to confirm the rp bleed and the patient was transferred to the or for surgical intervention. The suspected root cause of the retroperitoneal bleed may likely be due to user error in utilizing manta in a patient with high access (at or above the inguinal ligament). Due to the location of the manta deployment, it is likely the implant was unable to effectively maintain a seal and the implant became dislodged. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "after closing the groin md noticed tightness above the puncture site. There was no bleeding out, so it was assumed that it was a retro peritoneal bleed. Patient was sent to CT to confirm and then sent for surgical repair. Patient had a drop in pressure as well. Patient required a blood transfusion. Md purposely stuck high in cfa to avoid calcium."

Event description:
It was reported that: "after closing the groin md noticed tightness above the puncture site. There was no bleeding out, so it was assumed that it was a retro peritoneal bleed. Patient was sent to CT to confirm and then sent for surgical repair. Patient had a drop in pressure as well. Patient required a blood transfusion. Md purposely stuck high in cfa to avoid calcium."

Manufacturer narrative:
Qn# (B)(4).